Event description:
Catheter inserted the morning of 02/2002. 2 days later the nurse noticed blood leakage from the site. The tape was removed and found the catheter was cut off. Xrays confirmed the catheter fragment near the insertion site. A cut down procedure was performed to successfully remove the catheter fragment.